Manufacturer narrative:
An event regarding disassociation involving a v40 lfit cocr head that mated with an accolade stem was reported. The event was confirmed through clinician review of the provided x-ray. Method & results: product evaluation and results: not performed as no product was returned for evaluation. No photographs were provided for review. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms disassociation, need additional information; primary and revision operative reports, clinical and past medical history, additional serial x-rays. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem and for trunnion wear. Intra-operatively, excessive black tissue was discovered, along with discoloration of the liner. The stem, head and liner were revised to a restoration modular construct with a ceramic head and new liner. Rep provided a pre-revision x-ray and reported that no further information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem and for trunnion wear. Intra-operatively, excessive black tissue was discovered, along with discoloration of the liner. The stem, head and liner were revised to a restoration modular construct with a ceramic head and new liner. Rep provided a pre-revision x-ray and reported that no further information will be available.